Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.